Manufacturer narrative:
Eval summary: one phaco tip was received for eval. A visual inspection was performed using 30x magnification. The tip is broken into 2 pieces approx 3/8 inch from the bevel tip. The break has a jagged surface. The wall thickness at the break location is visually even. No lot number was identified with this complaint; therefore, the mfg device history record for this complaint could not be reviewed. The root cause for the broken tip could not be determined. All phaco tips are 100% visually inspected by trained operators at the end of the mfg process prior to release of the product. (B)(4).

Event description:
A customer reported a phaco tip broke inside the pt's eye during a cataract extraction procedure. The tip was removed during the initial procedure without harm to the pt. Add'l info provided indicated the surgeon performed an extracapsular cataract extraction procedure and the event resolved without treatment.